Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0ywyv, implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that since implant, she couldn't go to the bathroom with stimulation on. Stimulation had to be off for two days before she could go and she had shut the implantable neurostimulator (ins) off. She also had pain at the lead wire site on the left side since implant. The patient planned to ask her doctor to remove the implant because it had been such a hassle. A manufacturer representative spoke to the patient and the settings were changed. No potential event cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.